Event description:
A customer reported that a pt was placed on a zomeda IV and after the infusion was running, the customer noticed the set was leaking. There was no report of pt harm and medical intervention was not required. The customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). The device has been received but it has not been evaluated yet. A follow up report will be submitted with the results of the investigation once it has been completed.